Manufacturer narrative:
There was no remaining sample volume available to investigate the discrepancy in ck-mb values. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ck-mb stat immunoassay on a cobas 8000 e 602 module. No units of measure were provided. The sample resulted with a ck-mb value of 240.9, and this value was reported outside of the laboratory to a physician. The sample was sent to another laboratory for testing on an ortho vitros analyzer and an abbott architect analyzer. Both competitor analyzers resulted with "negative" ck-mb values. No specific values were provided for these competitor results. The reporter stated that this patient has had consistently high ck-mb results for approximately 10 samples that have been collected since (B)(6) 2020. The serial number of the e 602 analyzer is (B)(4).